Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and infection (late-onset).

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, infection, and "increasing inflammation." Healthcare professional also reported "acne and thyroids"; these are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported at this time. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2017 through (B)(6) 2019, an outlier was noted in (B)(6) 2018. An additional analysis was performed to determine any pattern or any similarities relation between records involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations, maintenance and validations of the equipment involved in more than one occasion were reviewed, and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues, deviations, or ncs were found associated to either event. Given the fact that the cause of the infection could not be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Device evaluation: visual analysis of the returned device identified deformation, crease fold, bubbles, 40 mm dark patch edge material inside device, and cloudiness/voids in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, infection, and "increasing inflammation". Healthcare professional also reported "acne and thyroids"; these are not device related. Device has been explanted.